Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, using touch-n-go registration, there was an inaccuracy when hovering over the scalp by a few inches. No specific measurement, or details of the procedure, was provided. In trouble-shooting the surgeon re-registered the patient using pointmerge and when verifying, alleged still being inaccurate, although by a lesser amount. The surgeon opted to complete the biopsy needle placement procedure without the use of the navigation system. The surgeon tested accuracy on the brain anatomy and deemed it to be more accurate. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the coordinator (who applies the registration fiducials) and the surgeon at the site were informed of the software investigation findings and trained on proper placement of the fiducials.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the surgeon had planned on using navigation for the open biopsy from the beginning, therefore, there was no change of approach and no impact to the patient associated with navigation being aborted. Software investigation completed. Findings are that some of the fiducials used for registration were floating above the surface of the skin. Software is functioning as designed. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. This was a use error.